Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. Pump error 41 appeared during priming and pump error 39 appeared during attempted rewind. Unable to perform displacement test due to appearance of pump error 39 and pump error 41. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Found no relevant battery alerts, alarms, or anomalies in the pump history files and traces. Pump alarmed a pump error 41 alarm during testing on 04/26/2024 at 07:51:44.000. Pump alarmed 2 pump error 39 alarm during testing on 04/26/2024 at 07:52:41.000 and 07:53:13.000. Pump alarmed a pump error 4 alarm on the event date of 10/13/2023 at 11:17:01.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, and pillowing keypad overlay. Exposed to moisture was confirmed found on the battery tube, electronic assembly, motor, and force sensor. Blank display was not confirmed during testing. Pump error 41 and pump error 39 were confirmed during testing due to moisture damage on the motor. Pump error 4 was confirmed due to moisture damage on the electronic assembly. High sleep current measurement was confirmed during testing due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported pump exposed to water. Customer confirmed that pump had no crack or scratch on it. Troubleshooting was performed and found that pump home screen did not appear on the display. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump will be returned for analysis.